Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for non-malignant pain. It was reported that the first pump was explanted due to infection on an unknown date. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.